Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 required maintenance. The field service engineer (fse) found latch inseparable magnet component was missing a magnet, which caused the failure. The latch inseparable magnet component was replaced to restore proper functionality. Function checks were performed, and the hardware test application passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed required maintanence. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.